Event description:
The report say: the galileo ventilator sn (B)(6) alarmed "absence of air source" during use in the department of neonatology. The engineer from the medical equipment department observed that the pressure of air compressor decreased to 0.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the compressor was used in combination with a ventilator during ventilation of a patient. The root cause was determined to be a burned fuse in the compressor due to potential aging of the device. In consequence the fuse was replaced. There was no reported patient or user harm.